Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2011, the patient presented with pre-op diagnosis of 1) lumbar stenosis and instability . 2) hardware failure. The patient underwent following procedure: 1) exploration of fusion l4 to s1 with removal and reimplantation of hardware . 2) removal of bilateral peek cages at the interspace of l5-s1. 3) bilateral placement of intervertebral body device , peek cage , in the interspace of l5-s1. 4) anterior column arthrodesis , l5-s1. 5) posterior column arthrodesis , l5-s1. The 2 previous free disease procedures together constitute a 360 (deg) fusion through a single incision. 6) redo lateral recess decompression and foraminotomy at l5, s1. 7) right iliac crest bone graft. 8) use of intraoperative fluoroscopy and the surgeon's interpretation thereof for approximately 2.5 hours. 9) placement of pedicle screws bilaterally at l4, l5 and s1. Per op notes, "...the iliac crest was dissected by dissecting the subcutaneous tissue over the fascia and through a separate fascial incision dissecting down the iliac crest. Morselized bone was taken from the iliac crest to be used for fusion later. This was used with bmp and placed over the decorticated surfaces of the transverse process and sacral ala from l5 to s1 for lateral transverse process fusion . ."patient alleges unspecified injury due to the use of rhbmp-2